Event description:
Once the valve was implanted, the pt could not be weaned from bypass. The surgeon opened the atrium and "trimmed back the suture" that was thought to be occluding one of the valve leaflets. Again, the pt could not be weaned from bypass and "tee" showed only one leaflet was moving. The valve was explanted and a carbomedics valve was then implanted. The pt was reported to be in stable condition postoperatively. Additional info has been requested.